Event description:
It was reported the subject device had a jaw malfunction during a hysterectomy therapeutic procedure. The procedure was completed using an olympus back up device. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the solidified blood was observed between the closed jaws. It was confirmed that the jaw cannot be opened. There are no indications that this device was not used according to the instruction manual/labeling, and there is no information regarding the patient's condition. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.